Event description:
A patient was transferred to a wheelchair by two caregivers. On the final phase of transfer when the patient was lowered on the wheelchair, the caregiver at the front of the lift, grabbed part of the sling and pulled it towards themselves to steady the resident. The lift tipped to the side (not in the direction of the pulling), the one leg of the lift that came off of the ground, contacted the caregiver in the legs and she was injured. The caregiver sustained bruises on legs.

Manufacturer narrative:
Additional information will be provided upon investigation conclusion.

Manufacturer narrative:
Arjo was informed about an event involving arjo passive floor lift maxi 500. A customer reported that a resident was transferred to a wheelchair with the presence of 3 caregivers. In the final phase of transfer when the resident was lowered, the caregiver grabbed part of a sling and pulled it towards to position the patient in the wheelchair. When the lift was pushed, it tipped forwards or to the side (caregivers gave different descriptions of the tipping direction of the lift) and hit the caregiver. As a consequence of the event caregiver sustained severe bruising on both legs. After the event, the arjo representative evaluated the device. The lift inspection showed no malfunction. Please note that arjo lifts fulfill the iso 10535 requirements of being stable with the safe working load weight (swl) in the most adverse position. As required per iso 10535 a stability test was performed during the design phase for the maxi 500 device that proves that the device passed iso 10535 requirements. The factor as the stability inherent to the design of the device at the time of use was not considered as a contributing factor to the event. The device is equipped with manoeuvre handles, the caregiver should use them to displace the lift. Moreover the instruction for use for maxi 500 device contains information that: ¿always use the handles to manoeuvre lift.¿ also, the instruction for use for maxi 500 device (001.20815) contains a warning: " warning: never attempt to manoeuver the lift by pulling on the mast, boom, actuator, or patient. Doing so could cause incidents resulting in injuries." During the interview, the customer stated that the use error might lead to a device tipping issue. The situation when the caregivers pull the sling with patient might have disrupted the stability of the lift and, as a consequence caused the device tipping. Looking at the incident scenario it has been established that a passive floor lift was used for patient handling at the time of the event. The device was reported to tip and in this regard, the floor lift did not meet its performance specification. The complaint was decided to be reportable due to the allegation that the device tipped during patient transfer.